Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse li-ion battery (sn (B)(4)) was working intermittently, even-though the battery was completely charged. No additional information was provided. No known impact or consequence to patient information was provided.